Event description:
A device report from (B)(6) indicates a hospital in (B)(6) reported: pt was implanted with a uss construct, date unk. It was discovered on an unk date, there is a loosening of the implants. The product was not reported as explanted, remained implanted. No further info is available. Additional info has been requested. This is 11 of 16 reports for this complaint.

Manufacturer narrative:
Without a lot number, the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.